Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported via journal article that the patient underwent implantation of an artificial urinary sphincter (aus) via the technique of da vinci robot-assisted insertion. The patient underwent bladder neck placement of the aus device in order to treat refractory troublesome stress urinary incontinence. Following the implant surgery the patient received 2 days of prophylactic oral antibiotics. On day 2 the urethral catheter was removed and on day 3 the patient was discharged home with the cuff de-activated. At some point after implantation the patient developed epididymitis. It was not specified what was done to treat the patient's epididymitis. At his follow-up appointment 18 months after being implanted, the patient had a functioning device with complete continence.